Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Customer was provided with information on how to reset the pump, and cts assisted with the resetting process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while contacting support if the issue arose again.